Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic follow up the patients right ventricular (rv) lead displayed high thresholds, low pacing impedance and diaphragmatic stimulation present with rv pacing. The physician reviewed and indicted this was suggestive of a lead perforation. A revision procedure was completed where the lead was extracted and replaced. No further patient complications have been reported as a result of this event.